Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -8.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. The lens was intraoperatively implanted, removed, and replaced for a same size lens due to the initial lens tear/break during injection/delivery into the eye. There was patient contact, but no patient injury. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Patient information: unk. Work order search found one similar complaint: claim# (B)(4). Claim# (B)(4).